Manufacturer narrative:
(B) (4).

Event description:
The pt's implantable neurostimulator was being turned off by magnets in the shopping / sporting centers. They did not have a pt programmer to check the device or turn it back on themselves and were interested in getting one. Additional info has been requested, a follow-up report will be sent if additional info becomes available.